Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-10494. It was reported the patient¿s scs system was not providing adequate relief after a fall on (B)(6) 2018. Field representative was able to get adequate stimulation on the patient's right side, but not the patient¿s left side. X-rays were taken, but physician did not confirm any issues. As a result, the patient is awaiting surgical intervention.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-10494. Follow-up information provided the patient¿s lead was explanted and replaced with a new lead. The patient had effective therapy post-op. Note: both of the patient's leads are being reported because it is unknown which lead is liable.